Event description:
It was reported that the patient experienced pain post-implant procedure. An echocardiogram was performed and revealed a small effusion. The right ventricular (rv) lead exhibited high thresholds and would not capture at maximum output. A perforation was suspected. Additionally it was noted that the rv lead had an insulation breech caused during the implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.